Manufacturer narrative:
Date sent to the FDA: 04/07/2020. Batch manufacturing records of vp2437/t9020 was reviewed for any process deviation but no deviation was observed. Additional h-3 summary: retain sample analysis: as the complaint is related to performance - breakage suture, knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample and reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2437 lot t9020. No any other event was reported for same description from other parts of country. 01 intact reference sample foils were received for investigation for code vp2437 lot t9020. Received intact reference sample pack was visually inspected for any damage and showed a multitude of wrinkles over the whole foil pack. Received intact reference sample foils then subjected to knot pull tensile strength test. The primary pack was opened, and suture and needle were found intact. The suture was physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needle but no such defects were observed. The open foils was checked for presence of pin holes and damage and foil was observed with multiple pin holes. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The reference sample was tested for knot pull tensile strength test and found to meeting the specification requirement. ¿the detected suture breakage issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple devices. Attempts were made to obtain the following information, but no further information was available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020. The suture broke from the swaged end. There were no patient consequences reported